Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient underwent multiple partial explant procedures and allegedly experienced infected mesh. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of a right flank hernia, a ventrio st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair abdominal wall abscess and alleged infected mesh. The mesh was excised during this procedure. On (B)(6) 2015 - the patient underwent an additional surgery to treat abdominal wall infection. On (B)(6) 2015 - the patient underwent an additional surgery due to infected mesh. Mesh was excised during this procedure. On (B)(6) 2016 - the patient underwent an additional surgery due to infected mesh, mesh was excised during this procedure. On (B)(6) 2016 - the patient underwent an additional surgery due to a wound infection. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of a right flank hernia, a ventrio st hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair abdominal wall abscess and alleged infected mesh. The mesh was excised during this procedure. (B)(6) 2015 - the patient underwent an additional surgery to treat abdominal wall infection. (B)(6) 2015 - the patient underwent an additional surgery due to infected mesh. Mesh was excised during this procedure. (B)(6) 2016 - the patient underwent an additional surgery due to infected mesh, mesh was excised during this procedure. (B)(6) 2016 - the patient underwent an additional surgery due to a wound infection. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right flank hernia thereby underwent open repair with the implant of ventrio st mesh. Per operative notes, ¿hernia sacs were dissected off. The defect was repaired with a bard ventrio st patch leveled by 14 placed in the abdominal cavity of the absorbable part against the intestine. The tacker was used to secure to the abdominal wall and the fascia was closed.¿ (B)(6) 2015 - patient was diagnosed with delayed wound healing, abdominal wall abscess, infected mesh thereby underwent open exploration, incision and drainage of abscess, and excision of infected mesh. Per operative notes, ¿drained the purulent material and there appeared to be a ventrio st mesh that was not adherent. This was all removed. There was a little bit of incorporated mesh that was taken as much as but left in was stuck.¿ (B)(6) 2015 - patient was diagnosed with abdominal wall infection thereby underwent open repair with incision and drainage. Per operative notes, ¿a draining site from the midline incision was opened and could not find any mesh in the area. The wound was partially closed. Patient had prior similar operation in the right flank and this area was opened. The wound was explored and no obvious mesh in this area as well.¿ (B)(6) 2015 - patient was diagnosed with nonhealing right flank wound and infected mesh thereby underwent repair with incision and drainage, removal of infected mesh with incidental appendectomy. Per operative notes, ¿purulent material with nonattached mesh was noted. Freed up the entire mesh off the anterior abdominal wall. The mesh was scarred to the appendix, so the base of the appendix was divided with the linear stapler. The wound was then closed.¿ (B)(6) 2016 - patient visited hospital for pain and some drainage from the wound site. (B)(6) 2016 - patient was diagnosed with infected mesh, methicillin-susceptible staphylococcus aureus infection, sinus tracts to the skin thereby underwent repair with the removal of infected mesh. Per operative notes, ¿on the right side, the infected sinus went down into the abdominal cavity. The abdominal cavity was opened up, some adhesions were taken down from the anterior abdominal wall. A piece of suture and ventrio st mesh were removed. On the left side, identified a piece of synthetic mesh and removed.¿ (B)(6) 2016 - patient was diagnosed with wound infection thereby underwent wound exploration. Per operative notes, ¿the left flank was enlarged, and the wound was explored. There was no exposed mesh whatsoever throughout the depth of wound. The right flank incision was completely healed, and no exploration was needed.¿ attorney alleges that the patient had abscess, adhesions, bowel obstructions, mesh shrinkage, infections, hernia recurrence, pain, and emotional injuries. It was also alleged that the patient had mesh scarred to appendix requiring appendectomy, multiple surgeries to remove the mesh and treat the infections, permanent and severe scarring, and disfigurement.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient underwent multiple partial explant procedures and allegedly experienced infected mesh. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventrio st mesh, patient had delayed wound healing, abscess, infection, pain, adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected field: h.4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.